Event description:
This patient had an rv lead revision done due to lack of slack. The lead was successfully repositioned and remains actively implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.